Event description:
Consumer claims that a heating pad burned a mattress and eventually a house down while she was using it. She was using the heating pad in bed and under the covers. She fell asleep while using the pad.